Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced infusion set leakage event on (B)(6) 2026. The infusion set was in use for three days. The site of insertion was abdomen. Due to the event, patient experienced skin irritation/pain/infection. The leakage was at the site. No further information available.